Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The EU complainant had a 5.5 pump placed to support a patient admitted with known congenital disease. The pump was placed and after 32 days stopped. The pump stop occurred while the patient was walking. The team attempted to troubleshoot and restart but replaced the pump and adjusted the pharmacological support. The patient survived the event.

Manufacturer narrative:
The impella device was received from the customer and an investigation regarding the returned device has been completed. The pump was returned with a cut catheter so the pump stop was unable to be reproduced. Visual inspection revealed biomaterial in the outflow pre and post soaking. Clinical details noted that pump had previous purge alarms two days before the pump stop. Additionally, it was noted that patient was ambulating at time of the pump stop. No upward trend in motor current was noted. The cause of the pump stop was most likely biomaterial ingestion. Patient ambulating at the time of the stoppage. No logs returned and pump was returned cut. Thrombus failure mode was investigated also based on the cause of the pump stop most likely being biomaterial ingestion. The root cause of the thrombus was unable to be determined due to insufficient clinical details. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.9 device returned to manufacturer date was added. A.3 added unknown selection as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-20802. H.10 instructions for use on the initial manufacturer device report number 1220648-2024-20802 contained more information then what pertained to just a pump stop. The proper pump stop instructions for use were added above.

Manufacturer narrative:
The investigation into pump stop has been completed. The root cause of the pump stop cannot be definitively determined as no product or logs were returned. The following have been reported incorrectly on manufacturer device report 1220648-2024-20802.